Manufacturer narrative:
(B)(4). Our initial report in relation to this complaint identified the compliant (in section b of the report) as an 'adverse event'. On reflection, we consider that the appropriate classification of this complaint for the purposes of MDR's is 'product problem' so we have categorised this complaint accordingly in section b of this report. The fph flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc6570 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint device was discarded by the hospital and not returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital, investigation of similar incidents and our knowledge of the product. Results: the hospital reported that the prongs allegedly caused a patient to experience a nose bleed. They further reported that no intubation was necessary and that patient is now being well managed with a mask interface. The patient's condition was reported to be stable. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. If the complaint device was returned it would have been visually inspected and the size of the prongs would have been measured and checked against the specification. Fisher and paykel healthcare currently makes 11 different sizes of prongs. With regard to the injury to the nares, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. We also recommend cycling regularly between prongs and masks as per our user instructions. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant (including by providing sizing information), and also state the following checks should be carried out during use: check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended; alternating between mask and prongs can reduce the risk of irritation. Alternating every 4 to 6 hours is recommended. Since the report event a fph representative has been in contact with the customer and has scheduled to visit the hospital to provide additional training on sizing and set up of the nasal prongs.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the bc6570 nasal prongs caused a patient to experience a nose bleed.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the bc6570 nasal prongs caused a nose bleed.

Manufacturer narrative:
(B)(4). The complaint nasal prongs were discarded by the hospital. We are currently requesting additional information from the hospital. We will provide a follow up report upon completion of our investigation.